Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized for intestinal rupture. In additional follow-up on two separate occasions with the patient¿s pd nurse, it was stated that the patient was hospitalized (on (B)(6) 2026) after experiencing an umbilical protrusion after lifting a heavy box (did not occur during treatment). The patient was diagnosed with hernia which was repaired. The patient was subsequently discharged (on (B)(6) 2026) and placed on back up hemodialysis to let the hernia site heal. The patient has since resumed pd treatment with the same cycler. The nurse stated the patient did not have any cycler malfunctions or overfill events and was completing pd treatments prior to event without any adverse effects. The nurse stated multiple times that the hernia was not due to fresenius products and was attributed to the patient lifting a heavy box.

Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized for intestinal rupture. In additional follow-up on two separate occasions with the patient¿s pd nurse, it was stated that the patient was hospitalized (on (B)(6) 2026) after experiencing an umbilical protrusion after lifting a heavy box (did not occur during treatment). The patient was diagnosed with hernia which was repaired. The patient was subsequently discharged (on (B)(6) 2026) and placed on back up hemodialysis to let the hernia site heal. The patient has since resumed pd treatment with the same cycler. The nurse stated the patient did not have any cycler malfunctions or overfill events and was completing pd treatments prior to event without any adverse effects. The nurse stated multiple times that the hernia was not due to fresenius products and was attributed to the patient lifting a heavy box.